Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. The technical support specialist (tss) instructed the customer to use the retry button, but it was unsuccessful. The tss then asked the customer to knock on the latch and hit retry, then press down on the middle of the cubie and hit retry and tap underneath the drawer before retrying again. Unfortunately, none of these attempts worked. The cubie needed to be returned to the pharmacy, and the same information was provided to the customer. D4: unique device identifier not available.